Event description:
It was reported that the patients controller was burning. More specifically it was hot where the cable joined the controller. The patient's husband ended up separating the cable from the controller with pliers. The back of the controller was also said to have come off. The patient discarded the cord and cable, but has confirmed the controller is available to be sent back for investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The issue associated with the reported event has been tracked internally and is currently under investigation. At this point in our root cause investigation, we have determined that an unintended resistive circuit is created inside the mated connectors. Possible causes for this condition are actively being investigated.the device was received and was being investigated under (B)(4). H3 changed from no to yes. Type of investigation updated to b01, investigation findings changed to c1101, and investigation conclusion changed to d16.